Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The foreign material was exiting from the air/water nozzle and the gap of the adhesive on the distal end/stain entered inside the lens through the gap. In addition, a charged coupled device cover lens chip, scope connector water mouthpiece loosen, acoustic lens damage, distal end deformed, and angulation play/less or specified value were observed. Lastly, dents and scratches were found on multiple components. The probable cause of the defects were due to normal wear and tear with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope cannot be washed in the endoscope washer due to an overpressure in the yellow and blue channels. The event occurred during reprocessing. During a standard service inspection of the customer returned device, foreign material was exiting from the air/water nozzle and stain entered inside the lens through the gap. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that adhesion of foreign material was caused by insufficient cleaning. There was no information on the adhered foreign material. In the technical evaluation report (ter), it was stated that the damage could have been caused by the mishandling by the customer or a wear caused by increased usage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿inspection of the endoscope. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.